Manufacturer narrative:
(B)(4). Date sent: 01/21/2021. D4: batch # u5dt72. H6: component code = mechanical (g04). Device analysis: the analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during firing the reload the anvil bent which led to incomplete firing, this has been recognized during the reloading process, the reload has been fired partially. No patient consequence reported.